Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8100334.

Event description:
It was reported the patient experienced uncomfortable stimulation and pain in their neck. Surgical intervention took place on (B)(6) 2026 wherein the leads were repositioned to address the issue. Note: it is unknown which lead is related to the issue for pain.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.